Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Request was performed for additional information including sample return; however, sample return was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific sample return was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On 29-apr-2026, a patient reported a product quality issue as tape was not sticking and the tape has been used for 2 days.